Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. Fse examined the au5800 analyzer and replaced the ise buffer valve, the buffer syringe and ise tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous high patient results for sodium (na) on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.